Event description:
The customer contacted physio-control to report that their device would not power on. However it was indicated that the led on the shock button and the battery icon would come on when the battery was installed. There was no patient use associated with this event.

Manufacturer narrative:
The device was returned to physio-control for evaluation. Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be a thermally sensitive oscillating crystal, designator y4 from the digital pcb assembly. The crystal was not oscillating until moderate heat was applied.

Manufacturer narrative:
The device was returned to physio-control for evaluation. Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be a thermally sensitive oscillating crystal, designator y4. The crystal was not oscillating until moderate heat was applied.

Manufacturer narrative:
Physio-control has performed numerous attempts to contact the customer regarding the reported issue but no response appears forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.